Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and insulin flow blocked alarm. Blood glucose level at the time of the incident was 35 mg/dl which was treated with juice and glucose shot, blood glucose then went up to 111 mg/dl. Customer stated the insulin pump was not giving insulin when attempting to deliver a bolus. During troubleshooting, the insulin exited. Customer was advised the infusion set may have been occluded. Customer was assisted with set change. The insulin pump will not be returned for analysis.